Event description:
It was then reported that the pump and cassette did not have a device issue. It was noted that there were no valves or filters on the line between the cassette and the patient. The pump programming was intended to be set as shown: (b)(67) 2017 - 16.2ml/hr in the morning, decreased to 2.9ml/hr, (B)(6) 2017 - decreased to 2.6ml/hr. At the time of the event, the patient was responsive. The reporter was unable to confirm that the pump issue was an accelerating factor in the patient's death. The duration of the remodulin was estimated to be around 30 hours. The pump was used to prime the pump tubing.

Event description:
It was reported that after one pump failed to deliver medication to the patient, a second cadd®-pump was attached to the patient. The patient expired. The patient was closely monitored by critical care staff in the intensive care unit during pump infusion. In the (B)(6) 2017 evening, it was observed that the patient was not tolerating the remodulin infusion well and required additional oxygen. In the (B)(6) 2017 early hours, it was observed that the pump alarmed the low volume. At that time, the nurse observed the patient's medication bag was full when it should have been empty. It was calculated by the nurse that the patient had not received the medication for 36-48 hours. A new pump and cassette were placed on the patient. Due to the incident, the patient became more hypoxic, restless, unable to fully recover, and unable to maintain blood pressure. It was decided to take measures to make patient comfortable. The cause of death was attributed to the patient's chronic pulmonary arterial hypertension. The patient was on the following unrelated treatments: titrated remodulin through PICC line, lasix for diuresis, steroids for inflammation, and antibiotics for appendicitis.